Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the insertion device unintentionally released the infusion set into the palm of his hand. He removed the needle from his skin and placed pressure on the site, and he did not require medical treatment. The alleged product was replaced and requested for evaluation.